Event description:
It was reported that "during insertion, the guide split in two. When it was removed after inserting the catheter, the guide broke. The catheter had to be removed. Another device was used". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer report of guidewire unravelling was confirmed by visual inspection of the customer-supplied photos. The images show a guidewire partially advanced through a catheter in a clinical setting with evidence of unravelling; however, full complaint verification testing to determine the cause of the damage could not be performed, as no sample was returned for analysis. A device history record review was performed on the reported batch, and no relevant findings were identified to suggest a manufacturing-related issue. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds. This internal specification is higher than the required standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during insertion, the guide split in two. When it was removed after inserting the catheter, the guide broke. The catheter had to be removed. Another device was used". No report of patient harm or injury.